Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented for a routine device replacement procedure. Upon interrogation. The right ventricular lead exhibited noise. The lead was capped and replaced. The patient was stable post procedure.